Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Omsc confirmed from the device inspection result by olympus medical systems vietnam co., ltd. That the reported event was not reproduced. In addition, corrosion of the output socket contacts was confirmed during inspection, so the reported event may have been caused by corrosion of the output socket contacts. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus medical systems (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was not reproduced. The contact pin of the output socket was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the endoscopic procedure, the scope communication error b30 was displayed on the monitor. After that, the error code b30 disappeared from the screen, and the doctor continued the procedure. After a few minutes, the error code b30 reappeared on the screen and then disappeared. The device was used with the olympus video system center cv-190 and the flex video scope gif-h170. The doctor stopped the procedure, after which the doctor completed the procedure with another olympus 190 series systems. There was no report of patient injury associated with the event.